Event description:
Boston scientific received information that this right ventricular lead exhibited high out-of-range pacing impedance and loss of capture. No greater than two second's asystole was noted. Additional information was received and indicated that an acute inflammatory response in the lead tip or tissue interface area was suspected. The lead had high pacing threshold measurement and normal range impedance with pacing system analyzer. Normal connections were also noted. The lead was explanted and replaced. The device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead in this area. During further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, cuttings in the insulation were found. There was no sign of a material or manufacturing problem.